Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent hemi laminectomy of l4, transforaminal lumbar interbody fusion l4-5. Decompression of cauda equina and instrumentation l4-5 with globus revere system. Pre-operative diagnosis: degenerative disc disease l4-5 with stenosis and radiculopathy. Per op-notes: the discectomy was completed with a combination of cured and pituitary rongeurs for good bleeding endplate. The size 13x26 peek spacer was chosen, packed with bmp. The local bone graft was packed into the interspace along with a portion of graft matrix and the remaining portion of a small bmp sponge. The cage was impacted into position while protecting the nerve root. The pedicles were then tapped, felt and screws placed.&#55316;he patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.